Event description:
It was reported that a patient experienced tachycardia, hypotension, and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a redo atrial fibrillation and flutter a farawave was selected for use. The physician completed the ablation of the posterior wall and then removed the catheter, crossed back to the right atrium and tried to assess the cti line. After mapping both the right atrium and left atrium decided complete an anterior mitral line. During this, the patient blood pressure dropped, the patient was cardioverted and a scan was performed to locate an effusion but nothing was found. The anterior mitral line was completed with the farawave catheter and after removing the devices the physician performed a post scan for effusion and notice a change from the baseline. No interventions were required to treat the effusion. The patient was kept for observation and was discharged the next day. The device is not expected to return for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B2: outcomes attrib to adv event and b5. Describe event or problem: corrected d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed and could not be returned, we have determined that pericardial effusion, hypotension, and tachycardia are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for treating posterior wall and assess the cti line; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the event of user used incorrect product for intended use, pericardial effusion, hypotension and tachycardia are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: it was determined that the user used incorrect product for intended use, since the IFU only indicates the device for use for pulmonary vein isolation; however, it is undetermined the cause of why the user did the procedure of treatment a posterior wall and assess the cti line. Based on the information provided, the reported event of pericardial effusion, hypotension, and tachycardia are known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension and the arrhythmia are both consequence from the adverse event. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a redo atrial fibrillation and flutter a farawave was selected for use. The physician completed the ablation of the posterior wall and then removed the catheter, crossed back to the right atrium and tried to assess the cti line. After mapping both the right atrium and left atrium decided complete an anterior mitral line. During this, the patient blood pressure dropped, the patient was cardioverted and a scan was performed to locate an effusion but nothing was found. The anterior mitral line was completed with the farawave catheter and after removing the devices the physician performed a post scan for effusion and notice a change from the baseline. No interventions were required to treat the effusion. The patient was kept for observation and was discharged the next day. The device is not expected to return for analysis.